Manufacturer narrative:
The complaint text for the architect isystem analyzer (ln 3m74-01) states the operator was emptying the solid waste when a splash from the waste made contact with her eye and a sore on her mouth. The operator reported the incident as per the lab protocol and was put on anti-viral medication as a precaution. The customer support specialist (css) advised the operator that all solid waste is to be treated as potentially infectious. The complaint indicates the operator was aware that l waste was potentially infectious, but was very upset and wanted info regarding potential infectiousness of the architect hiv ag/ab combo reagent (ln 4j27). Labeling: the architect hiv ag/ab combo reagent (ln 4j27) package insert (56-0277/r1) warning and precautions section discusses safety precautions to be used. The abbott architect system operations manual (pn 96196-107 october 2006) sections 5 (operating instructions), 7 (operational precautions and limitations) and 8 (hazards) provides info on the handling of waste. The incident described by the operator was not due a malfunction of the system. The technique of the operator may have contributed to occurrence of the incident. This is the final report.

Event description:
The customer stated that while emptying the solid waste from the architect i2000 analyzer a splash from the solid waste came into contact with a sore on her mouth and with her eye. The customer was put on anti-viral drugs. The occupational health dept advised her to discontinue the use of the drugs. The customer was advised that all waste material in the solid waste is potentially infectious. The customer was advised to seek the advice of her general practitioner.